Event description:
A (B)(6) pt underwent a nanoknife ire treatment for liver cancer on (B)(6) 2011. An event was reported during this procedure. A generator incident report was filed. Upon the initial generator start-up, a black screen background was displayed with the message 'vga no sync signal." A reboot was attempted before switching mains back on. The same error message came up after 6 or 7 attempts. This would result in a prolonged pt procedure. After a few minutes idle, the system began to move through the initialization process. The procedure was performed without issue.

Manufacturer narrative:
Nanoknife system includes probes that are single use and disposable. A review of quality inspection and manufacturing documents determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for the generator screen freeze and reboots. The cause of the reported event for generator issues was determined to be related to intermittent electrical problems. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).